Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es patient was not showing up. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-apr-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the patient profile was not showing up on pyxis and was not able to pull the medication. The technical support specialist dialed into the station and checked the patient status unknown. The technical support specialist advised the customer to connect with adt team, customer acknowledged, and they stated to close the case.